Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval, return to manufacture date), g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse disassembled the monitor and replacement the top lcd display (0160-00-0127). The device passed all performance and safety tests according to the manufacturer's specifications. The device was returned to the customer and authorized for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 rev b, sn: n/a display top lcd this part was received with a reported unit failure message of pixel problem at the bottom of the display. Performed visual inspection of this part received and part looks to be in good condition. Installed display top lcd into the cardiosave test fixture sn (B)(6) and tested to the cardiosave service manual pn 0070-00-0639 revision r. The fat dept. Saw white and blue lines on bottom of the display as soon as cardiosave test fixture turned on. The fat dept. Verified the failure message of pixel problem at the bottom of the display. Display top lcd failed testing. Retaining display top lcd in the fat dept. Per procedure 0002-07-d008 rev as. Based on the information in the complaint, the most probable root cause is due to failure of the display monitor assembly due to excessive force.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during power up, the cardiosave intra-aortic balloon pump (iabp) black circle appears. There was no patient involved.